Event description:
It was reported that the user¿s cartridge would not seat fully in the pump after a rewind, which was resolved when the user identified the cartridge plunger protruding and manually retracted it, allowing proper insertion. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no need for medical care and no interruption of therapy after the correction. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the plunger position interfered with cartridge insertion and that the device functioned as expected once the plunger was reset. It was concluded, based on previously established findings for similar reports, that user technique was the most likely cause.